Event description:
Customer reported via phone call that the insulin pump was beeping however there was no error alarm. Multiple error alarms were noted in the alarm history. Self test was performed and passed. Through troubleshooting it was noted that the customer was receiving a check settings alarm. Customer's blood glucose reading at the time of the incident was 40 mg/dl. Customer's settings were adjusted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.